Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In march 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), headache ("headaches"), affective disorder ("mood disorders") and pain ("multiple pains"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fatigue, headache, affective disorder and pain had resolved. The reporter considered affective disorder, fatigue, headache, medical device removal and pain to be related to essure. Further company follow-up with the other or other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case will be deleted from bayer pv database. Nullification reason: case is duplicated from case 2017-192500 (identified by ha). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), headache ("headaches"), affective disorder ("mood disorders") and pain ("multiple pains"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fatigue, headache, affective disorder and pain had resolved. The reporter considered affective disorder, fatigue, headache, medical device removal and pain to be related to essure. Further company follow-up with the other or other is not possible. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.